Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer advised that the recline cylinders would not hold and would slowly creep down which caused the back to not remain square. Cylinders were previously replaced. Problem continued. Dealer then secured the backs in place, however, the back still slipped. MDR filed.